Event description:
According to the reporter: occurred during a laparoscopic video assisted thoracic surgery (vats) lung wedge resection procedure. The device was being applied to the lung. The reloads would not advance distally past the 30mm mark on both the 45mm reload and 60mm reload. The handles kept cracking / breaking causing both reloads to not advance distally. There were multiple malformed staples left in the lung tissue. The staplers were not forming a complete 'b' shape. There were multiple incomplete staple lines. The staples lines were incomplete centrally. The tissue was clamped down on more than normal amount for procedure. There was tissue damage as a result of the problem. The tissue damage was considered permanent. The surgical time was extended by more than thirty minutes due to the product problem. Had to use many reloads and three different stapler handles to complete the staple line, as the stapler would not form a complete and full staple line. In order to resolve the issue and complete the case, the tissue was left alone. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.